Manufacturer narrative:
.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer's mother called to report lancet is not retracted after puncturing son's finger. Lancet replaced and requested to be returned. No adverse event alleged.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.